Event description:
Additional information received further reported that the 125cc reservoir was not removed, but it seemed that there was a leak in the system. When the doctor removed the cylinder/pump, the dark tube was not connected to the reservoir.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump malfunctioned. No additional details were available at the time of this report. The device was explanted and replaced.